Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received several no delivery alarms. The customer also reported that the insulin pump turned off without warning. The customer stated that the time and date had to be reprogrammed after replacing the battery. The customer's blood glucose was 18 mmol/l at the time of incident. The customer stated that the blood glucose went up due to the issue. The customer mentioned that the insulin pump was bumped and a piece of the battery compartment broke off. The insulin pump will be returned for analysis.